Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a cd infusion set, with blood glucose reaching 461 mg/dl and remaining elevated for several hours despite supply and site changes; no device component could be specified and there was insufficient information to identify a device problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.